Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Additionally, review of stored device memory noted a single high pacing impedance measurement of 1,350 ohms. Boston scientific technical services (ts) reviewed the episodes and discussed that the noise appeared consistent with oversensing related to the minute ventilation (mv) feature and recommended programming the respiratory rate trend (rrt) off. Additional information was received from the local field representative that the clinic programmed the accelerometer off. The local field representative discussed the recommendation of programming the rrt feature off instead. Subsequently, the device and ra lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms and continued noise and oversensing that resulted in greater than 2 seconds of pacing inhibition. The patient was brought back into the clinic and the rrt feature was programmed off. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.